Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results on a compact plus meter (system 1), compared to a second compact plus meter (system 2), within 10 minutes: 26 mg/dl, 36 mg/dl, 258 mg/dl, 28 mg/cl and 377 mg/dl (system 1), and 175 mg/dl, and 71 mg/dl on (system 2). It is unknown if the same or different lot of test strips were used as no information was provided. No death or serious injury reported. No product will be returned as customer disconnected.